Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the battery handpiece device would not stop firing after finger off the trigger. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the diagnostic assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to stuck trigger. During the initial assessment it was found that the device failed the following steps from the functional assessment: visual assessment; operation assessment during the assessment it was found that the trigger of the device stuck leading to the failure that the device keeps impacting when trigger was released. During testing, loctite was found in the retainer and on the trigger shaft. The found loctite led to the found failures. The most probable root cause can be traced to a manufacturing issue. Further investigation and assessment is covered under a non conformance in our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Corrected data: d9. Date device returned to manufacturer.